Manufacturer narrative:
Manufacturing evaluation conclusion: a correlation between the evaluation of lvad pump and the patient's expiration cannot be conclusively determined. The lvad pump was returned assembled with the pump cable intact. The modular cable was returned properly connected to the pump cable. The sealed outflow graft and the sealed outflow graft bend relief were returned. The apical cuff was returned and engaged with the cuff lock. Upon disassembly of the returned pump, examination of the proximal opening of the inflow cannula revealed a normal biological lining. The deposition was strongly adhered but did not appear to obstruct the flow of blood through the pump. Further examination of the remaining pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. A correlation between the findings of the evaluation of lvad pump and the reported arrhythmia/ventricular fibrillation and the potential hemorrhagic neurological event cannot be conclusively determined. Examination of the returned modular cable revealed discoloration to the polyurethane jacket approximately 3 ¿ 13.5¿ from the controller connector; however, no tears to the polyurethane jacket were observed and the underlying armor layer was not visible. The modular cable was tested to evaluate the integrity of its wires and passed testing without issue. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The pump functioned as intended. The heartmate 3 IFU lists cardiac arrhythmia, bleeding, stroke, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr values.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was found unresponsive at home. Ems stated patient was in ventricular fibrillation (v-fib) on arrival, shocked, then went into a narrow complex rhythm. However, during transport to the emergency department patient arrested again. Echo done at the bedside in ed showed no cardiac motion and patient was pronounced. An autopsy was done, and based on the preliminary autopsy, the patient had arrhythmia/ vf no device issues reported or indicated on the autopsy report that would have caused or contributed to the patient¿s expiration. It was reported as to the cause of death and whether or not it was device related, the autopsy report was not clear. However, the patient had blood drawn the day before the incident and patient inr was high. This suggests the possibility that death could have been related to a hemorrhagic neurological event. No further information was provided.